Event description:
A malfunction was reported by the customer, who noted that no significant events occurred prior to this issue. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information to the customer and assisted with the pump reset process. The customer did not have charging supplies at the time and indicated they would call back to complete the reset.